Event description:
The device was received at integrum 2021-10-18 together with a report form and additional letter from the cpo. The patient states that the unit has fallen off on different occasions. He states he has been cleaning it regularly. Patient did not fall and was not hurt. Cpo believes the issues could be due to donning or tissue in the way. Batch documentation reviewed ((B)(4)). No deviations found, unit has been manufactured according to specification. Manufacturing date: 2017-10-02. Unit was last released after service 2021-05-12 ((B)(4)). Technical investigation and service performed. Unit was found unclean with worn clamps, causing issue with the gripping function. At service, the unit was thoroughly cleaned and the clamps were replaced. The damage on the clamps indicates that the abutment was not inserted till the bottom of the abutment before gripping. Not inserting the abutment till the bottom before gripping can affect the attachment function of the axor ii. Moreover, it is essential to tighten the axor ii to the abutment with relatively high force to ensure a proper attachment. During service, the clamps were replaced and the rotation release was calibrated. Conclusion: damage on clamps suggests that the donning was not performed according to IFU, and cpo also indicates issues with donning. Probable cause is concluded to be use error in donning.